Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a biomed alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 18 october 2022: there were no patient issues reported. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was noted to be missing the rubber feet. An error code was found in the ehl (event history log). A power up test was performed at which time the customer reported issue of primary audible alarm post error was found. The root cause of the issue could not be determined, but the device speaker did not operate as intended. No physical damage was found on the speaker. To correct the issue, the speaker was replaced. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.